Event description:
Confused pt pulled on foley catheter causing it to break. The distal portion was retained in the bladder. Pt did it again 2 days later with this foley breaking also. One broke 8cm from distal tip, the other broke 18cm from distal tip. Break is very clean. Pt had to be taken for a cystoscopy for removal of both retained catheter segments.